Event description:
The pump was returned to animas. Investigation found that the pump display screen was not functional. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display screen was found to be not functional when the pump was powered on. The pump display screen was removed and was found to be cracked in multiple places. The display screen was replaced with a test screen and the pump display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).